Manufacturer narrative:
The fse ordered a replacement ups that the customer was going to replace themselves.

Event description:
The customer reported no audio at the central station on right screen. There was no patient incident.